Event description:
Customer reported a hospitalization due to high blood glucose levels. Customer stated that she had a high blood glucose level of 490 mg/dl. She went to the emergency room and was released after a few hours. She stated she was not treated at the hospital because she was already given some active insulin before hand. Customer stated that the emergency room doctor determined that her high blood glucose level was due to her pregnancy and not any medtronic product. Customer was wearing the device at the time of the hospitalization. No further information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.